Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a surgery for an excision of a mandibular odontogenic cyst; however, it was discovered during surgery a mandibular arteriovenous malformation(avm) was present which was complicated by severe acute bleeding. It was reported floseal and a non-baxter product were used to control the hemorrhage. The patient experienced hypovolemic shock and required several immediate transfusions and hemostasis. It was reported the patient experienced ¿another deep shock¿ which was characterized by a massive pulmonary embolism, involving the pulmonary arteries, and the right chambers of the heart. An acute thrombectomy was performed. It was reported several unspecified therapeutic interventions were performed. At the time of this report, the patient was reported to be in relative stable condition in the intensive care unit. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.